Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated the up, down, and ok buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 08/12/2013 with the following findings: the keypad cover was found to be torn over the down arrow and ok buttons. The complaint of the unresponsive up arrow, down arrow and ok keypad button was unable to be duplicated; all keypad buttons responded appropriately. There was evidence of contamination found under the down arrow key contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.